Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the video system center showed communication error b30. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that some images were released and showed error b30 with cf-hq190l evis exera iii colonovideoscope. In troubleshooting, customer confirmed the server/memory was on. The customer tried another scope and got error e402 with provation because the customer did not have an active case. They noticed that the high definition and standard definition settings were not on, so they changed the record settings to on. The images were released and found to be in memory and issue was then resolved through troubleshooting and device return is not expected. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.